Event description:
Allegedly the patient was revised due to following mom complications: pain, high ion levels and pseudotumor. It was found during revision surgery a substantial amount of corrosion and black fluid within the joint and a large cystic mass that carried at the anterior aspect of the hip joint. (Right).